Event description:
An unknown size aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that the patient had a stent graft implanted approximately 2 weeks ago, the patient returned because of numbness in his leg. The CT demonstrated that the limb had occluded. The physician elected to implant a 10 mm balloon expandable stent to reopen the limb, and blood flow was restored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the secondary rack of the pipette assembly was out of calibration. The secondary rack was recalibrated. Three (3) plunger clamps, one (1) lld contact spring and one (1) tip clamp were replaced. The instrument was inspected, tested without further problem, and returned to service.